Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that he passed out and his wife called emergency medical services. The ambulance transported him to the emergency room. Customer stated he was not admitted to the hospital, but was treated and then released. The customer's blood glucose reading was 40 mg/dl at the time of event, and the customer's reading was 185 mg/dl during the call. The customer was not wearing the device at the time of the event and had not been wearing the insulin pump for less than 48 hours prior to the low blood glucose reading. The customer performed a displacement test and it passed. The insulin pump was replaced and will be returned.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. The insulin pump had minor scratched display window.